Event description:
A malfunction alarm identified by code malf16 was reported. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, and the issue was resolved without the malfunction recurring. The customer was advised to continue using the pump and to report if the issue arises again, which the customer acknowledged and understood.